Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited low shocking lead impedance measurement less than 20 ohms. Boston scientific technical services (ts) reviewed data and electromagnetic interference (emi) was suspected to be the cause of the observation. Troubleshooting measures were also discussed. Additional information obtained that the patient was not checked in the clinic and the cause was not determined. The system remains in service. No adverse patient effects were reported.